Manufacturer narrative:
The device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the insert appears to have excessive wear usage, which could cause it to not function as intended. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a primary tka surgery, the gii ps hi flex isrt sz 3-4 9 could not be driven into the anterolateral locking mechanism slot of the tibial baseplate during installation. After repeated cleaning of the anterior and posterior locking mechanism slot of the tibial baseplate and the surrounding soft tissues, complete locking could not be performed eventually. Procedure finished with s&n backup device. Unknown if there was a surgical delay.